Event description:
Healthcare professional reported a left side exchange of implant with no complaint against device. Later, healthcare professional reported capsular contracture baker grade IV, deflation, calcification and granuloma.device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d1, d2, d4, d6a, d9, g4, h3, h4, h6 a review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed an opening on anterior assessed as surgical damage, observed a broken assessed as surgical damage and missing shell observed assessed as inconclusive. ¿ calcification: no observed. ¿ granuloma: unable to observe as it is a medical event not related to the device. ¿ capsular contracture: unable to observe as it is a medical event not related to the device. Additional observations: ¿ crease fold and wear abrasion observed on the device.

Manufacturer narrative:
The events of "capsular contracture" and "granuloma" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture; "calcified granuloma"; capsular contracture, baker grade IV.

Event description:
Healthcare professional reported a left side exchange of implant with no complaint against device. Later, healthcare professional reported left side capsular contracture baker grade IV, rupture, calcification and granuloma. Device has been explanted and replaced.

Manufacturer narrative:
Clarification to d.4: device information: received, device with lot number (555181) and catalog number (mcghan 560cc).

Event description:
Healthcare professional reported, a left side exchange of implant with no complaint against device. Later, healthcare professional reported, left side capsular contracture, baker grade IV. Rupture, calcification and granuloma. Device has been explanted and replaced.